Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined as the device is not available for evaluation. Additional information from the user facility states that the single use device has been discarded.

Event description:
It was reported that during an unknown procedure, the probe broke off. The intended procedure was completed and no patient injury was reported. Olympus made multiple attempts to gather additional information from the user facility but with no results.